Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to the amount of time the blood pump was stopped, resulting in an estimated blood loss of 190 cc. Epogen dose administered every other week was increased on (B)(6) 2012, by 1000 units for a 1 gm decrease in hb. No other medical intervention was required.

Manufacturer narrative:
The reported event is most likely due to the operator not adequately removing air from the circuit before treatment as directed in the user's guide. There is no evidence of a device malfunction, as the cartridge passed the prime and alarms testing. The user's guide provides adequate instructions for removing air prior to treatment and resolving alarms. Standard epogen dosing was increased. No other medical intervention was required. Nxstage medical considers this report closed. No additional info will be provided.